Event description:
The consumer reported an unconfirmed false positive result with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer received a positive result with binaxnow covid-19 ag self-test on (B)(6) 2023, and a negative result on unknown brand on (B)(6) 2023. Also, the consumer received a positive result with unknown brand on (B)(6) 2022. A confirmatory test was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 208878 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 208878 and device part number 195-430wl/ lot 205952. The lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot 208878 showed that the complaint rate is 0.000733%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample.d4 - expiration date h3 other text : device discarded, single use.

Event description:
The consumer reported an unconfirmed false positive result with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer received a positive result with binaxnow covid-19 ag self-test on (B)(6) 2023, and a negative result on unknown brand on (B)(6) 2023. Also, the consumer received a positive result with unknown brand on (B)(6) 2022.a confirmatory test was not performed. No additional patient information, including treatment and outcome, was provided.